Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited no magnet response, was unable to be interrogated, and had no pacing out. Telemetry was unable to be established with the programmer or remote monitor. The patient was instructed to go straight to the emergency department. The patient's heart rate was noted to be approximately 30 beats per minute. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. It was noted that the observed high current drain was confirmed. The high current drain decreased to a nominal level when two supplies were overdriven, indicating that the failure location could be one of two integrated circuits. However, one of the circuits was damaged during the analysis. As a result, sufficient analysis to identify the failure location could not be performed. The cause of the reported failure was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.